Event description:
An endurant stent graft was implanted during the endovascular treatment of an aaa on the 3rd of sep 2018. It was reported post the index procedure on an unknown date, follow up showed a type ii endoleak. The lumbar artery was embolized subsequently on an unknown date, the aneurysm continued to expand. The physician decided explant the endurant stent grafts, during the explant procedure it was speculated that the seepage from the rim which was a possible could be type iiib from the needle hole in etlw1620c124ej. It was confirmed there was no ib endoleak and there was no visible damaged to the explanted limb stent graft. The physician implanted a "y-graft replacement" and the surgery was successful with no problems. Per the physician, the cause is unknown. It may be residual type ii endoleak , or it may be seeping from the rim. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.